Event description:
It was reported that the pt was explanted of the vibrant soundbridge and re-implanted with a cochlear implant on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.